Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented an unknown alarm during peritoneal dialysis therapy. The reporter stated that the alarm resulted in a delay in therapy. The home patient (hp) ended therapy and planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned, and the device evaluation has been completed. An event history log review identified the following alarms in the most recent therapy: check lines and bags, check patient line, check supply line, system error (se) 2005, and se 2002. No abnormalities were identified during internal and external inspections on the hc. The device passed both the electrical and functional returned instrument testing evaluation (rite) tests. All pressures within the pneumatic system were correct and stable. A short simulated therapy was performed successfully. The reported unknown alarm was verified during the event history log review, but no alarms were able to be duplicated during the evaluation of the device. No nonconforming was identified which could have caused or contributed to the alarms. Should additional relevant information become available, a supplemental report will be submitted.